Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer explained that the vessel sealer (vs) instrument they installed on universal surgical manipulator (usm) 1 was working backwards. The reporter explained if they moved the instrument up the instrument moved down and if they moved the instrument left the instrument moved right. Customer reported the instruments in the other usm were working normally. The customer tried to re-drape the usm, replaced three instruments, and power cycled the system with no change. The customer was able to install a different instrument into the usm and the new instrument worked with no issues. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the vessel sealer extend instrument(s) involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined.